Event description:
It was reported that the ilet device exhibited screen delamination, and the user was advised that replacement was needed; a replacement device was arranged and the user transitioned to backup therapy while awaiting the new unit. Symptoms included no reported adverse health effects, and no alerts or alarms were reported. Outcomes included device replacement and continued diabetes management on backup therapy during the interim. Investigation included customer service troubleshooting and collection of device information, with a request for a device photo to support assessment. Investigation of this case revealed a device screen integrity issue consistent with delamination of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the screen assembly.